Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l brackets and the plunger head was cracked by all screws. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause was unable to be determined due to the motor assembly, worm gear, leadscrew and clutch halves were replaced back in 2015 when pump was sent in for repair. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced worm coupling, worm gear, leadscrew and clutch halves. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the pump exhibited motor not running alarms and motor rate error. No patient injury was reported.